Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The department used the scope for the first time after repairing, and found that the image was blurred. This event occurred at the time of during use. There was no report of patient harm.